Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's child reported via phone call of low blood glucose of 49 to 55mg/dl and sensor glucose of 45mg/dl. Customer indicated that the pump did not alarm. Customer was provided assistance with the suspend feature on the pump. Customer declined troubleshooting. Customer was advised to monitor the pump and to follow up with their doctor regarding their low blood glucose and call back if further issues.